Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary interventional procedure, a balloon ruptured. The lesion was located in the left anterior descending (lad) artery. The apex balloon 12x2.0mm catheter was advanced to the lesion. The balloon was inflated 5 times. The first inflation was 10atm for 35 seconds, the second inflation was 10atm for 33 seconds, the third inflation was 12atm for 60 seconds, the fourth inflation was 12atm for 44 seconds and the fifth inflation was 8atm for 20 seconds. The balloon ruptured on the fifth inflation. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: a visual examination of the returned device found that a severe kink was present in the hypotube at 43.9cm distal to the strain relief. This kink in the shaft is consistent with excessive force having been applied to the shaft. There was a large build up of solidified contrast media present inside the inflation lumen. A detailed microscopic examination of the balloon identified no anomalies. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon, without success. The device was immersed in hot water in an attempt to dissolve the solidified contrast media, however all additional attempts to inflate liquid into the balloon failed. The manufacturing batch record review confirmed that the reported batch met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary interventional procedure, a balloon ruptured. The lesion was located in the left anterior descending (lad) artery. The apex balloon 12x2.0mm catheter was advanced to the lesion. The balloon was inflated 5 times. The first inflation was 10atm for 35 seconds, the second inflation was 10atm for 33 seconds, the third inflation was 12atm for 60 seconds, the fourth inflation was 12atm for 44 seconds and the fifth inflation was 8atm for 20 seconds. The balloon ruptured on the fifth inflation. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "fine."